Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead and the right ventricular (rv) lead had dislodged and the helix was unable to extend. The ra lead and rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.

Event description:
New information received notes that the right atrial (ra) lead and the right ventricular (rv) lead had dislodged and the helix was unable to extend. Both of the leads exhibited failure to capture and unspecified sensing issue.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, loss of capture and unspecified sensing issue. As received, a complete lead was returned in one piece with the helix extended clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. Helix mechanism test could not be performed due to helix being damaged during analysis. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and over torqued of the inner coil at the connector region. The reported events of loss of capture and unspecified sensing issue were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.